Manufacturer narrative:
The device was not sent back for evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility a silver or aluminum wire was exposed from the device. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility a silver or aluminum wire was exposed from the device. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.